Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump gave an alarm with a open book with a red x. Customer stated that no insulin pump error was displayed before the open book image was displayed on the screen. Customer stated that they noticed humidity in the back screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.